Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. It was reported that the patient¿s device was in over discharge. It was reported that the patient¿s device was in over discharge. The rep performed a physician recharge mode (prm) and saw end of service (eos) on the ins recharger (insr). The rep stated that the patient did not use the device for three years because they had a ¿strain¿ and when they recently tried to charge they could not. They stated they would discuss replacement with the patient. No further complications were reported. Follow-up was conducted. Additional information was received from the manufacture representative (rep) on 2018-feb-16. The rep indicated that the patient had at least one prior over discharge. They were unsure when it happened. The rep performed a trickle charge on (B)(6)2018. When asked to clarify the strain the rep indicated that the patient issue was not therapy related. To resolve the strain the patient was educated on proper charging techniques. The patient is deciding if they want their device replaced. No further complications were reported/are anticipated. Additional information was received from the manufacturer representative on 2018-feb-16 reporting that the patient had experienced the symptom of no stimulation. The cause of the over discharge was reported to be that they were unable or forgot to charge. The trickle charge was performed on (B)(6)2018 to resolve the over discharge. It was unknown when the event started. Additional information was received from the manufacturer representative on 2018-mar-08 reporting that surgical intervention had not been taken and that the health care provider (hcp) office had not seen the patient and did not have the weight of the patient. No further complications were reported. Additional information was received from the patient's healthcare provider (hcp). They reported the patient's ins was replaced on (B)(6) 2018. The patient had reported to them that their stimulation was affected when they would raise their leg to drive, and they would have to turn the stimulation down. It was noted the stimulation did not shock the patient. After the ins was replaced the patient has not had to adjust the stimulation based on their position. No further complications were reported or anticipated. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient did not remember exactly when they first noticed their stimulation was affected when raising their legs to drive. They stated it had been occurring most of the time since they had the stimulator. The rep stated that they did not know the cause of the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-16. The rep indicated that the patient had at least one prior overdischarge. They were unsure when it happened. The rep performed a trickle charge on (B)(6) 2018. When asked to clarify the strain the rep indicated that the patient issue was not therapy related. To resolve the strain the patient was educated on proper charging techniques. The patient is deciding if they want their device replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. It was reported that the patient¿s device was in overdischarge. It was reported that the patient¿s device was in overdischarge. The rep performed a physician recharge mode (prm) and saw end of service (eos) on the ins recharger (insr). The rep stated that the patient did not use the device for three years because they had a ¿strain¿ and when they recently tried to charge they could not. They stated they would discuss replacement with the patient. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-feb-16 reporting that the patient had experienced the symptom of no stimulation. The cause of the overdischarge was reported to be that they were unable or forgot to charge. The trickle charge was performed on (B)(6) 2018 to resolve the overdischarge. It was unknown when the event started. Additional information was received from the manufacturer representative on 2018-mar-08 reporting that surgical intervention had not been taken and that the health care provider (hcp) office had not seen the patient and did not have the weight of the patient. No further complications were reported.